Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings and low suspend alarm from the insulin pump. The customer's blood glucose reading was 70 mg/dl. The customer treated with food. The customer stated that she experienced low readings for the past 5 days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer mentioned that her pump also went into threshold suspend when she had low readings. The customer was assisted with clearing the alarm.